Event description:
The customer reported via phone call experiencing high blood glucose levels. The customer's blood glucose was 516 mg/dl. The customer stated that her insulin was changed from u100 to u500, and she was advised that the insulin pump was only set up to be used with u100 insulin.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. Please see medwatch report # 2032227-2015-16887.